Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial biopsy. It was reported that when the site was trying to tighten the precision aiming device (pad) it would not tighten all the way. They used another pad that was on site to complete the case. There was a surgical delay of less than 1 hour due to this issue, and there was no impact on patient outcome.

Manufacturer narrative:
The instrument was returned for analysis. Functional testing determined that the instrument was functioning as designed. If information is provided in the future, a supplemental report will be issued.